Event description:
Philips received a complaint on an invasive blood pressure module indicating that the ibp value was out-of-tolerance despite zero done. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number: (B)(6). No analysis was performed by philips; it was communicated by the customer who confirmed that after zeroing the values, the measurements are still out of tolerance request part to be ordered and shipped. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective ibp module. The issue was resolved by providing the customer with a replacement ibp module. This resolved the customer's issue.